Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Oversensing was noted on the right ventricular lead of the implantable cardioverter defibrillator. The patient noted their previous clinic was aware of a "loose wire", possibly indicating lead dislodgement. No intervention was performed and the patient was in stable condition.